Event description:
Additional information received indicated the infection did not resolve and the lead has become exposed. As a result, the patient underwent surgical intervention wherein the lead and full scs system was explanted due to would dehiscence. Drainage was also observed. Patient completed oral antibiotics to address the issue.

Event description:
Follow-up information indicated the patient is all healed.

Event description:
Additional information received indicated that the patient's infection has resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s). The entire system was explanted; however, no explanted products were returned for analysis. Antibiotics were administered to the patient to address the issue and is cleared. The patient was treated with antibiotics and the infection has reportedly cleared. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection is yet to be substantiated.

Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported that the patient has a bump near the superior end of their midline incision. Infection was confirmed and the patient was placed on two round of antibiotics. The infection has resolved.